Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the programmed volume to be infused (vtbi) was higher than intended, which led to an issue of introducing "a large amount of air in the line" (tubing), above the air-in-line sensor. This was reported to bd associates during their site visit. It was reported that this was a "general feedback, no further information, no products available for investigation". There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d and g codes.

Event description:
It was reported that the programmed volume to be infused (vtbi) was higher than intended, which led to an issue of introducing "a large amount of air in the line" (tubing), above the air-in-line sensor. This was reported to bd associates during their site visit. It was reported that this was a "general feedback, no further information, no products available for investigation." There was patient involvement but unknown outcome.